Event description:
It was reported that nurse gave the pt a PICC puncture under ultrasonic. She has 5 yrs of experience in PICC. Normal implant process. Pull the extension catheter. Lead to the extension catheter out of the catheter.

Manufacturer narrative:
The manufacturer haas received the sample and will be evaluated. Results are expected soon.